Event description:
On the event date, the hospital diabetes educator called for assistance in changing the basal rates on the pt's insulin infusion device. The educator stated the pt's blood glucose reading this morning was 732 mg/dl which they treated by giving her an insulin injection 1 hour ago. She stated the pt's reading was currently at 522 mg/dl with her normal range being in the low 100's mg/dl. She stated the pt is in the hospital for a non-diabetes related issue. The educator stated there has not been any issues with the pt's infusion set or device. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.